Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that they replaced the sample probe, after which precision was run, resulting out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent arm 1 transducer & sample transducer, aligned all probes and rebuilt all pump panels. The customer ran quality controls, resulting within range. The cause of the discordant, falsely low mg result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.